Manufacturer narrative:
Evaluation summary: the ccd is replaced. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Event description:
Image disturbance during angulation. No patient is hurt, but the procedure must be stopped because of the image disturbance. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.